Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump vibrated 3 times then flashed then blank screen. The red light blinked, tried putting fresh batteries twice but still won't come up. It looks like there was light on the keypad but the display was not responding. Customer stated insulin pump was not dropped nor bumped and nor exposed to moisture. Customer stated the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case and cracked keypad overlay. Device received with blank display due to poor solder joint at the internal battery connector. Unable to perform displacement test, self test, and current measurements due to display anomaly.